Event description:
The surgeon determined that there was a rotational movement of approx 1/2 mm after impacting the insert. The insert was removed and another insert was used successfully.

Manufacturer narrative:
Summary of evaluation: the evaluation results verified the reported event. A design change was incorporated in 12/1996 to reduce or eliminate this condition. The insert of this event was manufactured in 10/1996.